Event description:
This rn was assisting parents to reposition baby during a feeding. This rn was checking for air in the line as this patient had been experiencing issues with air in the line. This rn noticed there were three significantly sized air bubbles in the line. The air bubbles were sitting below the alaris pump and the filter. This rn flicked the air bubbles down to the filter. The pump did not alarm to notify there was air in the line. This rn double checked the line to ensure there weren't any other air bubbles in the line.